Event description:
Pt experienced pain and swelling after having a lcs duofix component inserted on (B)(6) 2008. Arthroscopy revealed metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned products confirmed the reported event. The investigation concluded the reported event was design related. Pra/ hhe was conducted on this reported event as well as all information will be tracked and documented though CAPA (B)(4). Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.